Event description:
Related manufacturer reference number: 3006705815-2023-01630, 1627487-2023-01200. It was reported that surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. During the procedure it was observed that one of the extensions had been pulled out and was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead extension, model: 3386, UDI: (B)(4), serial: n/a, batch: 7681751.